Event description:
It was reported that a patient underwent revision surgery approximately five years post-operatively to address a fractured xia rod.

Manufacturer narrative:
Corrected data: b5, d1, d4, g4, h4. An updated device catalog number provided from the field indicates that this device is not approved for use in the us. Therefore, this event is no longer reportable to the FDA.

Event description:
It was reported that a patient underwent revision surgery approximately five years post-operatively to address a fractured mantis straight rod.